Event description:
It was reported that patient underwent a surgical procedure of his inflatable penile prosthesis (ipp) due to device performance issues.

Event description:
It was reported that patient underwent a surgical procedure of his inflatable penile prosthesis (ipp) due to fluid loss. The ipp was not working anymore so all components were explanted and replaced.

Manufacturer narrative:
Field change: b5, d4, h6.

Event description:
It was reported that patient underwent a surgical procedure of his inflatable penile prosthesis (ipp) due to fluid loss.